Event description:
It was reported that the ventilator had a reset (B)(4) alarm. It is unknown if the ventilator was connected to a patient when the reported problem occurred.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.